Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for occlusion of intracardiac shunts using a 8f amplatzer trevisio intravascular delivery system. During procedure, when the physician was extracting the prosthesis from the sheath inside the patient, the device showed some deformation similar to cup, with one of the disks filled. The operating physician retracted the device, demonstrated and reassembled it, but the deformation in the device persisted. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 25mm amplatzer multi-fenestrated septal occluder - cribriform was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. One video was received from the field showed one disk deforming inside the patient. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. One video was received from the field showed one disk deforming inside the patient. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.